Event description:
During baxter's functionality testing it was found that a spectrum pump failed the downstream occlusion test (would not auto restart). There was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.